Manufacturer narrative:
Original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having pain in tibia and there being poly wear. Primary surgery was 16-17 years ago. It was an old foundation system.